Event description:
Philips received a complaint from the service engineer on the v60 ventilator indicating that the flow sensor assembly was burnt out. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per the evaluation of a service engineer, the power supply was the cause of the burnt-out flow sensor assembly. The service engineer determined that the flow sensor assembly and power supply need to be replaced.

Manufacturer narrative:
The asp found that the flow sensor assembly and power supply needed to be replaced, and after replacing both parts, the asp verified that the issue was resolved. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pil) for failure analysis. The customer complaint could not be verified at the pil as all operating voltages appeared to be present on the power management (pm) printed circuit board assembly (pcba), and measured open circuit voltages of 24 vdc, 12 vdc, and 5vdc were verified as in-specification results. When the power supply was placed on a 10.45-amp load for a period of 1 hour, the suspect power supply operated with continuous in-specification results for the 24vdc output voltage required to operate the v60 unit. The pil technician also confirmed that the pil standard test bed (stb) with the temporary install of the suspect power supply operated without any issues or error codes for a period of approximately 1 hour. Additionally, with the pil stb battery installed, the battery accepted a charge during unit operation, and the light emitting diode (led) segments for alternating current (ac_ power charging battery were energized. With the suspect power supply installed, the pil technician verified that the pil gas delivery system (gds) passed all air flow, oxygen (o2) flow, and o2 mix testing. The pil technician ultimately could not duplicate the issue with the power supply. No problem was found with the returned power supply.